Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 10 days of data (05apr2021 ¿ 16apr2021 per the timestamp). The fixed speed was set to 9800 rpm and the low speed limit (lsl) was set to 9400 rpm. The log file captured no external power alarms on 05apr2021, on 06apr2021, on 07apr2021, then on 11apr2021 and then on 13apr2021 due to losses of external power while connected to the mpu. The alarms resolved each time when external power to the mpu was restored. The system controller backup battery supported the system during all losses of power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information (including the serial number of the mpu, if the mpu has a v-lock connector on the ac power cord, if it is known if the ac power cord became loose at the wall outlet or from the back of the unit, and if there were an environmental circumstances that would have affected ac power at the time of the events); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. To date, the mobile power unit associated with the reported event is unavailable and the complaint file will be closed accordingly. If the product is returned at a later time, the complaint will be re-opened. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had no external power on (B)(6) 2021 1700 to (B)(6) 2021 0100 and on (B)(6) 2021 0100 and 0300. A log file was sent in for review which found no external power alarms while on the mpu on (B)(6) 2021. Otherwise there were no other notable alarms. It was noted by the site that they patient's mpu was in good working order and it was determined that the cord was not fully seeded in the wall outlet. The mpu had a v-connector. The vad is functioning as intended. No additional information was provided.